Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarm 1 occurred during basal and bolus deliveries. Customer cleared the alarm to address the issue; however a replacement pump was sent to the customer. The customer's blood glucose level was 190 mg/dl.